Event description:
It was reported that the user received an ¿unable to proceed¿ alert during a supply change and was unable to rewind or continue despite restarting the ilet, consistent with a failure to infuse associated with a stalled motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviewing the user and analyzing information provided. Investigation of this case revealed a communications problem identified during troubleshooting, and the event aligned with a motor-related failure that prevented insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.